Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. A 1.25mm rotablator burr was used to treat the target lesion. During the procedure, it was noted that a perforation occurred. Pericardial drainage and other interventions were done but the patient died.

Manufacturer narrative:
(B)(4). Corrected brand name from rotablator rotational atherectomy system to rotalink¿ plus. (B)(4). Corrected catalog/model # from 23631-003 to 22016-002. Device evaluated by manufacturer: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and it was noted that the distal drive shaft was bent. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The complaint advancer unit could not be wet tested due to the bent drive shaft. The annulus was examined microscopically and noted to be blocked/ damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the moderately tortuous and severely calcified coronary artery. It was previously reported that a 1.25mm rotablator burr was used; however, it has now been reported that a 1.5mm rotalink plus was used for treatment. The perforation was treated with a non-bsc stent graft. The patient became stable at that time; however, the patient died few days later.